Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that a successful demo registration was performed. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the system was running fine but it was not possible to verify the frontal seeker. The site was eventually able to verify the seeker, however, the seeker was then not tracking properly. None of the instruments would track or verify. It was then revealed that the patient tracker and all the connected instruments were red, but the axiem and emitter were green in the emitter details. The emitter was re-oriented and the trackers did not turn back to green. The procedure was completed without the use of the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.